Event description:
It was reported that the patient presented in clinic for follow up with a device that had 46 svt and 14 vt episodes. The rhythm appeared to be an svt based on the interval variability. No therapy was delivered. Reprogramming the device was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.